Manufacturer narrative:
Qc and calibration data are inconspicuous. Sample material was provided for investigation. The patient sample results were reproducible with the elecsys anti-hbc assay. Additionally, the sample was measured in an external lab on an abbott analyzer and found negative for samples 1 & 3. No sample material was left for sample 2. The anti-hbc ii result should be assessed in context with the other hbv parameters (to exclude a possible hbv picture "anti-hbc only"), the clinical picture and possibly by testing the sample with an alternative method for anti-hbc. Taking all measured results into account (including the hbv serological profile), a resolved hbv infection is possible. The investigation did not identify a product problem.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The sample material was requested for investigation. The investigation is ongoing. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of false positive elecsys anti-hbc ii results for 3 samples from 1 patient tested on a cobas e 801 analytical unit. The following results were provided: date unknown: elecsys anti-hbc ii = positive (0.01 coi), on (B)(6) 2025: elecsys anti-hbc ii = positive (0.00660 coi), on (B)(6) 2025: elecsys anti-hbc ii = positive (0.00645 coi), on (B)(6) 2025: abbott alinity = negative (0.08 index). It is not known if the test on the abbott method was from the same sample or a different sample.